Event description:
A routine post-op x-ray showed one branch of the split electrode array to have extruded from the cochlea. In situ measurements performed during implantation surgery indicated that all intra cochlear electrodes had impedance levels within normal range. The surgeon reported that from a visual inspection, 1 or 2 electrodes may be extra-cochlear on each array. The pt underwent revision surgery on (B)(6) 2015, under general anaesthesia to reposition the two electrode arrays. They had extruded and were re-inserted and fixated with fascia and fibrin glue. A full insertion was not possible with 1/2 channels remaining extra-cochlear on both the electrode arrays.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
(B)(4). Correction: this case was erroneously reported to FDA. Concerned cochlear implant is a cmd, implanted in a different country, and hence not sold in the USA. Kindly disregard the initial report.

Event description:
The initial report was erroneously reported to FDA. The device is a cmd and not sold to the USA.